Event description:
The company was informed that the pt's device will be explanted during a left ear tympanomastoidectomy. The dr reported that the pt will not be reimplanted at this time due to the persistent infection. It was reported that the pt's infection is not device related. The pt has a history of otitis externa.